Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to confirm a21 alarm due to keypad anomaly. Pump received with moisture damage on lcd board, broken belt clip slot, cracked reservoir tube lip, minor scratches on display window, and stained end cap sticker noted. (B)(4).

Event description:
The customer's daughter reported via phone call that the insulin pump had a button error alarm after being exposed to water. Blood glucose level at the time of the incident was 152 mg/dl. During the call, the customer's daughter also reported that the device had an unexpected restart alarm after removing and replacing the battery. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.